Manufacturer narrative:
Investigation of the returned device found tears in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. The observed external cannula tear is related to action # 9056196-05/20/2026-002-c. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone14.7. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod was leaking. The pod had been worn on their arm between 4 and 24 hours. As treatment, a new pod was applied. The device evaluation found tears in the cannula.